Manufacturer narrative:
The company representative observed the triggering issues in the fault log but was unable to duplicate the reported problem. During testing the company representative observed artifact on the left and right side of the screen. The company representative replaced the coiled cable (part number: 0012-00-1422) to correct the display. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp was having ECG trigger issues and pumping difficulties. The pt was switched to another iabp and therapy was continued. No pt injury was reported.